Event description:
Natrelle silicone filled breast implants leaked. I have since been diagnosed with silicone lymphadenopathy, lupus, and have had to be tested for unk masses which so far have turned out as silicone filled lymph nodes...even years after removal of implants.